Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump became unresponsive with a solid charge light, brief vibration on attempted wake, and a persistent gray, fuzzy screen; attempts to restart via the app were unsuccessful, and the device screen was not usable, consistent with a display readability issue involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a display visibility problem and identified the touchscreen as the affected component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.